Manufacturer narrative:
Device eval. By manufacturer: upon receipt at our post market quality assurance laboratory, this 2.4mm jetstream xc atherectomy catheter was visually and microscopically inspected. No damage was found. Functional testing of the device was performed by setting up the product according to the instructions for use. The device primed and ran as designed. This process was repeated multiple times with the same outcome. The device ran for a period of two minutes, with no issues or errors. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported clinical observations.

Event description:
It was reported that the infusion line burst. A 2.4mm jetstream xc was selected for use in a femoropopleteal percutaneous transluminal angioplasty (pta) procedure. During the procedure, the catheter burst and blood came out before reaching out collection bag. The procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that the infusion line burst. A 2.4mm jetstream xc was selected for use in a femoropopleteal percutaneous transluminal angioplasty (pta) procedure. During the procedure, the catheter burst and blood came out before reaching out collection bag. The procedure was completed with different device. No patient complications were reported.